Event description:
It was reported that during a lap colectomy procedure kept getting solid tone. Got a new device to complete the procedure. No pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that when attempting to activate the device on a generator gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Compliant info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.